Event description:
It was reported the patient presented in clinic for follow-up. Upon interrogation, it was discovered the pacemaker had overestimated the battery's longevity. It was reported the pacemaker was explanted at normal elective replacement indicator (eri) and replaced. There were no patient consequences.

Manufacturer narrative:
The reported event of overestimation could not be confirmed. The pacemaker was received above normal elective replacement indicator (eri) for analysis. Longevity and device image analysis were normal with no anomalies found.